Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the micropuncture wire tip separated from the rest of the wire. According to the initial reporter, a portion of the device was not able to be retrieved during the initial procedure. Additional information has been requested, however it was not available at the time of this report.

Manufacturer narrative:
Lot # requested but not provided. (B)(4). Event evaluation a review of complaint history, drawings, instructions for use (IFU), manufacturing instructions, quality control and specifications was conducted during the investigation. The device was not returned to assist in the investigation. The manufacturing and quality control departments perform a 100% inspection, verifying each device is free from bends, kinks, has adequate joint strength, correct outside dimension and other surface imperfections prior to transport. The IFU under precautions states "do not attempt to insert or withdraw the wire guide and /or introducer if resistance is felt" and "withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage." Without additional information a definitive root cause could not be determined. There is insufficient risk due in part to low occurrence and high detection activity. Quality engineering risk assessment was used to assess the risk. Per the conclusion, additional risk reduction is not required. We will continue to monitor for similar complaints and have notified the appropriate internal personnel of this event.

Event description:
During the procedure, the micropuncture wire tip separated from the rest of the wire. According to the initial reporter, a portion of the device was not able to be retrieved during the initial procedure. Additional information has been requested, however it was not available at the time of this report.